Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited competitive atrial pacing on (B)(6) 2019. On (B)(6) 2019, the device incorrectly diagnosed ventricular tachycardia as supraventricular tachycardia resulting in noise on the discriminator channel. Programming changes were discussed. No further information was reported.

Event description:
New information states that programming changes were made. The patient was in a stable condition.